Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Common device name: scs anchor, model: 1192, UDI:(B)(4), serial: n/a, batch:10742980.

Event description:
It was reported that x-ray confirmed that one of the leads had migrated. Impedance check revealed high impedance on that lead. Additionally, patient also experienced pain near the anchor site. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to device which the lead migrated and which anchor attributed to the pain.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs anchor, model: 1192, UDI: (B)(4), serial: n/a, batch:10742980.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2026 wherein the entire system was explanted to address the issue.